Manufacturer narrative:
The insulin pump had a button error alarm and no button response due to corroded keypad trace. The insulin pump had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip. Keypad connector found close properly during visual inspection. The insulin pump was unable to perform the displacement test due to keypad anomaly. (B)(4).

Event description:
The customer's mother reported via phone call that they received a button error alarm. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that they were unable to clear the button error alarm. The customer's mother stated that they tried suspending the insulin pump and insulin pump was frozen. The customer's mother stated that they were pushing buttons then it gave them button error alarm. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.